Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: h2, h7 and h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical scope had no image/picture. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and device evaluation. Updated fields: d8, d9, g2, h2, h3, h6 and h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, during the device evaluation found the additional reportable malfunction: the distal end-cover burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, the possible cause of reportable issues and the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: the issue occurred during inspection of the device for use.